Event description:
It was reported that ¿the diamond bur broke off during the procedure. Reportedly, the procedure was completed with the same device, and the incident caused no delay or adverse effect to the patient. No debris was produced from the broken bur.¿ it was confirmed that no fragments were produced by this break, and there was no patient impact.

Manufacturer narrative:
(B)(4). Analysis found that there was damage to the hubs that is consistent with improper loading: dimples on the front hub prior to the locking area caused by the handpiece locking mechanism; locking area damage caused by the back side of the front collet of the handpiece; and damage to the inner hub chevrons caused by the handpiece drive mechanism. The inner shaft broke 0.72¿ from the distal face of the inner hub. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was deformation of the locking area on the front hub and striations around the outside diameter of the break point indicating metal on metal contact. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. Note: the observed damage has previously been reproduced by using excess force during use and improperly loading a blade into a handpiece with a reserve sample blade. The instructions for use has detailed instructions for properly loading a bur/blade into the handpiece and warn that excessive pressure applied to a bur/blade may cause a fracture. Note: [excess: exceeded sufficient pressure required for operation].